Event description:
It was reported that the 9800 sys c-arm displayed low ma and kv errors. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported failure could not be duplicated. However, identified the need to adjust the low ma sense line and replace the lemo connector. Repairs completed. The sys was tested and found to be working as intended and place back into service.